Manufacturer narrative:
The technician found the brake cable assembly is stretched causing the brakes to not hold. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the brake mechanism cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes do not hold they do latch on both sides but do not hold properly even after adjustment. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).